Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G4: date received by manufacturer. G7: type of report, follow-up number. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. A imp,tsv,mcol mg,4.1mm,11.5mml (tsvm4b11) was returned for investigation. Visual inspection of the as returned product identified excessive bone and a fracture at the collar section. Device history record (DHR) review was completed for the subject lot number (63612364). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63612364) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Email address was not provided.

Event description:
It was reported that the implant at tooth site # 46 fractured and therefor was removed. Additional appointment required: yes, to place a new implant. Symptoms as a result of the event: pain.